Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit leak in the system. There were no injuries reported.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
During a visit to the customer, the getinge field service engineer was notified that the pump is connected to the patient. According to the user's report, it is working properly. The pump is connected to the patient. The customer resigns from the repair. According to his report, the device works properly.

Event description:
N/a.